Event description:
The account alleges that during the procedure, the catheter tip detached and was left in the body. It is unknown if the tip has been removed at this time.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified. If the device is returned at a later date, the complaint will be reopened and a complete evaluation will be performed.